Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No moisture damage on the motor or electronic assemblies noted during visual inspection.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer experienced chest pains. The blood glucose reading at the time of the event was 290 mg/dl. Customer stated that the chest pains and rapid heart beat was due to high blood glucose. Hospital treated with manual injections. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.